Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, no delivery/occlusion alarm, occluded. The event involved product(s) mmt-1880, mmt-397a, mmt-332a. Troubleshooting was performed and reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement test, self-test and displacement test. No failed battery test noted during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected insulin flow blocked alarms noted during testing. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. No confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 in pump downloaded history. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails and pillowing keypad overlay. Failed battery test was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.